Event description:
An administrator reported that after an intraocular lens (iol) was implanted, the pt had blurred vision caused by an unexpected postoperative refractive outcome. The lens was exchanged one month after initial implantation. Add'l info was requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone and fax. A completed questionnaire was not received. (B)(4).